Manufacturer narrative:
Additional information was received on 09july 2020 with the following: the device was tested with two monitors and cable before deciding to explant the probe. The device was implanted and after value checked. The value was not checked before implantation. On 07jul2020, the four monitors were cables were checked; everything worked well however the monitors were late to be recalibrated. The position of the probe was good as it was checked with CT scan and it was well positioned. The value of oxygen measured were 0.1 or 2 and the temperature was correct.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2020-00011 and 9612007-2020-00012.

Event description:
This is 3 of 3 reports. The account manager visited the customer on (B)(6) 2020 and indicated that there was dysfunction with two additional probes. T he ip1p probe (kit containing cc1.p1 and the ip1 introducer) had been implanted for several hours, it did not provide any data on 16jun2020. There was no patient injury or increase in surgery time reported.

Manufacturer narrative:
Ud - (B)(4). The device history records of ref ip1p lot 218088, sn (B)(4) were reviewed and did not reveal any anomaly that could explain the reported event. The cc1p1 probe was received inserted in its introducer ip1, without the bolt. Compression seal of the introducer was found deformed. The device was tested with a licox monitor and found non functional, no signal was detected. The probe was disassembled from the introducer: the tip of the probe was found broken, anode and cathode wires were cut; at the level of the breakage, the catheter appears to have been sheared, probably as a result of torsion of the tube, or an overtightening of the bolt. Compared to a compression cap from production, the received device shows a deformation and a slackening of the wire from the suture at the joint. This probe was tested within specifications at time of manufacturing, as shown on the device history records. The complaint is verified, this probe is not functional because it is broken at the level where it is attached to the bolt: the most likely cause of this breakage is an overtightening of the bolt on the compression cap. The instructions for use are precise to leave a 2mm gap between the compression cap and the wings of the bolt, and are deemed adequate. Given the complaint rate of 0.09% for ¿no function/no value¿, and given the investigation results, no further investigation nor corrective action is deemed required.

Event description:
N/a.